Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a 31 mm watchman flx pro delivery system and a watchman fxd double curve access system (was) were selected to be used. During the procedure, after attempting to implant a 31 mm closure device, the physician recaptured it and formed it into a ball to advance toward a different location but noted that the closure device seemed caught and would not advance. The physician decided to recapture the closure device and replace it with a steerable was sheath. After recapture with the was sheath left in place, the anesthesiologist noted increased fluid in the transverse sinus space. It was also noted on transesophageal echocardiography (tee) that the closure device had drawn part of the sinus into the was sheath before it returned to normal position, with some suspected flow noted. Protamine and ephedrine were administrated since the patient blood pressure dropped to the 70s. The patient went back to a normal blood pressure, and no more medication was administered. After 5 to 10 minutes the transverse sinus space looked like it did at the beginning of the procedure with no flow going in or out. The patient is fully recovered.